Event description:
It was reported that a patient death occurred. The farawave catheter was inserted into the faradrive sheath and advanced a few centimeters. The physician then aspirated the faradrive sheath for air management. During this time, the farastar generator preparation button was pressed to prepare the catheter. The farawave catheter and boston scientific starter rosen wire were advanced into the left atrium. At this moment, the physician made the procedural room ware that the farawave catheter was not being visualized on the mapping system. Conversation occurred about needing to troubleshoot the visualization issue. The physician then adjusted his sheath and intracardiac echocardiography (ice) catheter to help visualize the farawave catheter with ice. At this point, the mapping team suggested a reboot of the mapping system with the idea of addressing the visualization error that occurred. While the team was working on the reboot, the physician requested an act. At that time, the physician noticed the patient becoming hypotensive and addressed the procedural room and staff with this finding. The physician requested ice to inspect for possible perforation but was unable to do so because the mapping system was down in a reboot phase which also turned off the ice monitor. The lab staff enters the room and begins to assist the physician to assess the patient. Shortly after, cardiac chest compression began on the patient, but the patient did not make it.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with additional information obtained. H6 impact code updated, added f2302: blood transfusion code and f2203: imaging required. Updated field h10 with new medwatch report received.

Event description:
It was reported that a patient death occurred. The farawave catheter was inserted into the faradrive sheath and advanced a few centimeters. The physician then aspirated the faradrive sheath for air management. During this time, the farastar generator preparation button was pressed to prepare the catheter. The farawave catheter and boston scientific starter rosen wire were advanced into the left atrium. At this moment, the physician made the procedural room ware that the farawave catheter was not being visualized on the mapping system. Conversation occurred about needing to troubleshoot the visualization issue. The physician then adjusted his sheath and intracardiac echocardiography (ice) catheter to help visualize the farawave catheter with ice. At this point, the mapping team suggested a reboot of the mapping system with the idea of addressing the visualization error that occurred. While the team was working on the reboot, the physician requested an act. At that time, the physician noticed the patient becoming hypotensive and addressed the procedural room and staff with this finding. The physician requested ice to inspect for possible perforation but was unable to do so because the mapping system was down in a reboot phase which also turned off the ice monitor. The lab staff enters the room and begins to assist the physician to assess the patient. Shortly after, cardiac chest compression began on the patient, but the patient did not make it. It was further reported that when the patient was found to be in tamponade, a pericardiocentesis was performed to try and solve the issue. Blood and plasma products were given to the patient as well before calling for cardiothoracic surgery. But the patient passed away before the surgery.